Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare care professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional later reported right side "plug strap separated" and "used blade to cut implant and remove water". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, d9, h3, h6.

Event description:
Healthcare professional reported right side deflation and plug strap separated. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted an opening on radius side assessed as surgical damage. The separation of the plug-strap was not observed. Additional observations noted crease fold and white particles on the surface of the shell.